Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker was found to have set screw anomalies, resulting in an inability to secure the lead. The pacemaker was not used and replaced during the procedure. The patient was discharged.